Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation system being used for a functional endoscopic sinus surgery (fess) procedure. The site had difficulties registering the patient. When tracing, the points would align on the back of the head instead of the front of the head. The site then added touch points and they did not show up where they wanted them. Technical services recommended using 3 point touch functionality for future cases. The issue resulted in less the one hour procedure delay. There was no impact on patient outcome. The procedure was successfully completed without the use of navigation.

Manufacturer narrative:
During software analysis, archive reviewed but provided insufficient information to determine root cause of the reported behavior. Stealth archives did not match the original sf case comment cc-2305491 where rotation of trace around the back of the head was claimed.  Newly submitted trace pattern uses many overlapping points and covered soft skin tissue which are not recommended practices. Regardless, the newly provided trace pattern did passes registration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.